Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed ¿feedthru anomaly ¿ shorting across insulator¿.

Event description:
Additional information reported that the pump was replaced.

Event description:
It was reported telemetry confirmed a critical alarm was occurring due to a motor stall and stopped pump may exceed tube set, but the logs did not go back past the date of this report. The healthcare provider saw multiple low battery resets and safe states occurring on the date of this report. The patient was in pain, but was unsure when this started. It was also reported the other drug in the pump was ¿narcan.¿ additional clarifying information was requested regarding the drugs in the pump, but was not available as of the date of this report; a follow up report will be submitted if additional information is obtained. It was also noted the pump was being used to deliver marcaine and morphine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval - conclusion - no longer applies to the event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information later reported the pump was delivering morphine and narcan and not morphine and marcaine as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.